Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead showed intermittent, sudden rises in impedance. Lead was successfully revised and remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.